Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging irritation (respiratory tract), asthma (new or worsening), kidney disease/toxicity, lung disease (unspecified), cancer (unspecified). There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-41096. This report was submitted as a duplicate report of the previously submitted report. Please disregard this MDR 2518422-2024-12981.